Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) trial device reported they had not been able to void since 5:00am on the day of the report. They feel the urge, but cannot urinate. The patient felt stimulation, vaginally, at 5.0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.